Event description:
It was reported that during the breast biopsy procedure, the marker was not placed even though the release button was pushed as usual. The doctor heard the clicking sound. When the tip of the device was checked, it was found that the marker was not deployed. The doctor also commented that he had difficulty in pushing the release button than usual. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the c1535 applier was returned with the marker sleeve and the marker guide detached and missing. The applier had the slider in the fired position, which denotes that the marker clip was already deployed. The applier was re-cocked and re-fired properly; no difficulties were noted. The device was disassembled and no anomalies were noted with the internal components. It could not be determined what may have caused the finding. In addition, complaint was escalated to the applicable franchise CAPA council for review, further investigation determination, and decision on add'l action required. Refer to the applicable franchise CAPA council meeting minutes for add'l info. The batch record was reviewed and no anomalies were noted during the manufacturing process.